Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The teflon pad was partially detached from the jaw, with metal exposed underneath. The evaluation found no other damage to the device. Based on similar reports, a potential cause for the teflon pad damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during an unknown procedure, a portion of the device¿s teflon pad peeled away, exposing metal underneath. There was no reported patient injury, and no report of other breakage or fragmentation of the device.